Event description:
Caller reported damage to tandem wall adapter, and charging supplies were no longer functional. There was no reported impact to the customer's blood glucose level. Customer was able to charge the pump using a 3rd party wall adapter. A new wall adapter was sent to the customer.